Event description:
It was reported that while beginning a da vinci s abdominal penincal dissection procedure, the image was not aligned appropriately through the high resolution stereo viewer (hrsv). Isi's clinical sales rep (csr) present during the procedure advised an isi tech support engineer that the site will perform an emergency power off and call back for more troubleshooting assistance. Approximately 30 minutes later the csr called to report that during retraction of the pt's bowel, the pt's accessory vessel was cut or torn. The procedure was converted to traditional open surgical techniques to repair the affected vessel. The pt also experienced excessive bleeding, requiring the pt to undergo a blood transfusion. A monopolar curved scissors instrument, a fenestrated bipolar instrument and traditional laparoscopic instruments were used during the procedure, however, it is indeterminable as to if these instruments may have caused the damage to the pt's vessel.

Manufacturer narrative:
Isi's clinical sales rep followed up with the surgeon to verify the pt's status. The surgeon reported that the damage to the pt's vessel extended the pt's hospitalization, however, the pt was discharged from the hosp after 5 days and has not returned to the hosp due to any post operative complications. The camera head was returned to isi for failure analysis. Engineering eval found that the camera head stage was loose. Engineering concluded that the stage was loose due to physical impact. As of (B)(6), 2009, there have been no reported recurrences of the issue at this hosp.